Event description:
It was reported the patient's ipg failed to establish communication with external devices. The ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was resumed post procedure.